Event description:
An error message was reported with the adc device. Customer received an "error 2" message and was unable to obtain readings. As a result, the patient experienced a seizure and required third-party treatment of "blood pressure and heart pills." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned for investigation. Visual inspection of the returned reader was performed and no issues were observed. Performed built-in reader test. The reader test passed and did not observe any error messages. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an "error 2" message and was unable to obtain readings. As a result, the patient experienced a seizure and required third-party treatment of "blood pressure and heart pills." There was no report of death or permanent impairment associated with this event.